Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during de-capping on an analyzer, the bd vacutainer® sst¿ the cap shield separated from the stopper on an unspecified numeber of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported during de-capping on an analyzer, the bd vacutainer® sst¿ the cap shield separated from the stopper on an unspecified numeber of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to a correction: g.1. Manufacturing location: becton, dickinson & co., (bd). Investigation summary: bd received one photo for investigation, which shows a tube with its stopper stuck inside and the shield separated from the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.